Event description:
Journal reference: hetzer fh, et al. "New screening technique for sacral nerve stimulation under local anaesthesia." Techniques in coloproctology. 2005; 9(1): 25-28. The article describes a study used to assess the type of anesthesia and lead type used during percutaneous nerve eval. Reportable event: 3023 stimulator (n=1) - one pt being treated with sacral nerve stimulation for fecal incontinence required a pulse generator pocket revision due to a seroma. No additional info concerning specific pt symptoms was provided.

Manufacturer narrative:
This report is being filed.